Event description:
It was reported that the patient returned eight (8) days being treated with antibiotics with the same swelling & infection. The implant was mobile and was removed due to infection. Cleaned the area & placed bone graft. Gave the patient another round of antibiotics. Symptoms as a result of the event: abscess, pain & inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.